Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided to date. Without a lot number a review of the manufacturing records could not be conducted. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient was implanted with an unspecified composix kugel hernia patch to repair a hernia. On (B)(6) 2016 - the patient underwent removal of his composix kugel patch. The attorney alleges the patient experienced pain, injury, disfigurement and disability.